Manufacturer narrative:
UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medwatch report: (B)(4). Event desc: physician was doing a left total knee arthroplasty with computer navigation. Upon removing the depuy blue tibial spacer trial, it broke into two pieces. Both pieces were removed and a visual inspection of joint and thorough saline pulse irrigation was done. Device was removed by the rep.

Manufacturer narrative:
No device associated with this report was returned for examination. A complaint database search on the product family found previous reports for this failure that when confirmed were attributed to product wear out due to use over time. The investigation could not verify or identify any product contribution to the reported event without the product to examine. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.